Event description:
The customer reported the ortho provue resulted a sample containing anti-c as false negative for antibody screen and compatibility testing. Visual inspection of the processed gel card was negative. Manual gel test reactions were positive (1+). A new sample collected from the customer and tested on the provue and manual get test showed positive results. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) visited the customer site and verified incubator temperature, centrifuge speed, pressure, vacuum and camera brightness were within specs. The fe inspected the syringe, probe, wash block and found no leaks or cracks. Qc was acceptable. The fe indicated that the instrument was operating as expected. Therefore, no repairs were needed. The customer indicated their confidence that the provue was operating as expected and the original concern may have been sample related based on the following: customer indicated that several c negative units were crossmatched against the pt by the ahg gel method and reports some of these were incompatible. The customer suspected the negative reactivity may have been associated to the presence of a warm auto antibody which was identified in the pt's sample. Furthermore, the customer contacted ocd to report that the pt was redrawn and tested on both the provue and by manual gel test and both had yielded a positive result against both cell#1 and cell#3. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.